Event description:
It was reported that the calcified lesion was predilated. An rx vision 3.5x18 was attempted, but could not cross. The stent system was removed and it was noted that the stent had dislodged. The guiding catheter and guide wire were removed and the stent was found inside the guiding catheter. A new guiding catheter and guide wire were passed and a new rx vision 3.5x18 was successfully placed. There were no patient effects reported.

Manufacturer narrative:
(B)(4). The device is expected to be returned for investigation. It has not yet been received.

Manufacturer narrative:
Internal file number - (B)(4). Evaluation summary: product performance engineering reviewed the incident information; however, it was not possible to perform a thorough analysis on the multi-link rx vision because the product was not returned to abbott vascular for evaluation. The inability to cross a lesion can be affected by numerous factors including, but not limited to, patient anatomical morphology, patient disease state, pre-dilatation strategy, device placement technique, and accessory device support. It is likely that interaction with the moderately calcified lesion contributed to the reported failure to advance. An interaction with the calcified lesion during the attempt to cross may have resulted in an interaction with the stent implant that could have caused damage and loosened the stent on the balloon. Additionally, during retraction of the sds, the damaged stent struts would have interacted with the anatomy and guiding catheter, further contributing to the stent dislodging from the balloon inside the guiding catheter. To ensure the reported difficulties are not the result of a manufacturing deficiency, all stent delivery systems are inspected for proper stent placement, stent damage and crimped stent outer diameter. Additionally, a sampling of units is destructively tested prior to release to verify stent dislodgement force. The reported failure to advance and stent dislodgement appear to be related to the operational context of the procedure. A review of the product manufacturing records did not reveal any non-conforming material records associated with this lot that could have contributed to this report. There is no indication of a lot specific product quality deficiency.